Manufacturer narrative:
Device not returned

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 248-253 mg/dl.